Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of isometric noise that resulted in pacing inhibition without asystole. No adverse patient effects were reported. The device remains in service. Per the local area sales representative, the patient scheduled to see physician to decide on course of action. At this time, no further information is available. Should additional pertinent information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of isometric noise that resulted in pacing inhibition without asystole. No adverse patient effects were reported. The device remains in service. Per the local area sales representative, the patient scheduled to see physician to decide on course of action. At this time, no further information is available. Should additional pertinent information become available this report will be updated. Additional information was reported that this patient underwent surgical intervention and the ra lead was surgically abandoned. A new lead different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery.